Manufacturer narrative:
(B)(4).

Event description:
According to reporter, obturator head broke off. There was no patient involvement or injury. The device was not used in patient. There was no re-operation, etc. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes.